Manufacturer narrative:
Incorrect lot number: the device lot number was incorrectly documented. The lot number has been updated from 3315 to 3115. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as nov 19, 2010. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be most likely due to various worn electrical components and bearings corrosion from normal wear out, which is normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a ¿biomet oxford¿ surgical procedure, it was observed that the battery reciprocator device would not stay on. There were no delays to the planned surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.